Event description:
It was reported that the patient was only able to feel about a 10% improvement in pain relief following implantation of the neurostimulator. The patient expected to be able to stand and walk for longer periods of time than what was possible as of the date of this report. The patient met with the physician during the week of (B)(6), 2011, and it appeared that everything was healing appropriately. The patient increased the stimulation to 7.10 volts, which was comfortable. It was later reported that the patient was reprogrammed on (B)(6), 2011. An impedance test was run and a short in electrode 13 was found. This electrode was not being used. The rate was changed and the patient said that the results felt better. Rate control options were provided to the patient. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).